Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -08.50/+4.5/174 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The patient experienced a refractive surprise due to the wrong data entry (the axis of od was entered wrong 80 degrees instead of correct axis 8 degrees, which caused a huge change in refraction). The lens remained implanted. The cause of the event was due to user error, the reporter indicated there was nothing wrong with the icl lens.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).